Event description:
The initial reporter received a questionable creatinine result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The patient sample was rerun on the analyzer and on their cobas pure. The initial result from the analyzer was 1.5 mg/l. The repeat result from the analyzer and the cobas pure was around 4 mg/l. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and noted that it was due to a "needle that was partially bite". He then cleaned the needle. He performed verification tests with acceptable results. Qc was also performed with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The investigation noted that there has been no recurrence within two months. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.